Event description:
A malfunction alarm, identified as malfunction code 0, was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted the customer with the reset process, and confirmed that the malfunction did not recur thereafter. They informed the customer to continue using the pump and to call back if the issue reappeared, and the customer acknowledged this guidance.